Event description:
It was reported that during use on a homecare patient, the ventilator suddenly had a "high baseline pressure alarm" which occurred frequently. The circuit was replaced and the alarm reoccurred. Although the ventilator did not stop ventilating, the patient was removed from the ventilator and transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The solenoid valve was returned for evaluation. The service engineer evaluated the solenoid and could not verify the reported complaint. The solenoid was placed into a test ventilator, allowed to run with a test lung for several hours and no issues were found. A third party service provider replaced the solenoid.

Manufacturer narrative:
(B)(4).